Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 10/15/2020. H.6. Investigation: bd had received samples and 2 photos were provided for investigation. The photos were reviewed and the indicated failure mode for fm on cannula with the incident lot was observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated ¿when using the edta tube, it found that the tube has foreign matter on needle. ¿

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported before use the bd vacutainer® eclipse¿ blood collection needle had foreign matter on device cannula / needle or any fluid path component. This event occurred 4 times. The following information was provided by the initial reporter: the customer stated ¿when using the edta tube, it found that the tube has foreign matter on needle. ¿